Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's therapy pcb board to resolve the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device experienced an out of box failure, and failed to complete the power-on cycle. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to ic (integrated circuit) 5.

Event description:
The customer contacted physio-control to report that their device experienced an out of box failure, and failed to complete the power-on cycle. There was no patient use reported with the event.